Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Review of the episodes revealed one episode of post-paced t-wave oversensing. Programming changes were made. The asymptomatic patient was stable.